Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: 11b10h25 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported and at the time of this report, the patient was recovering. On an unreported date in 2011, the patient's pd catheter was pulled and dianeal and extraneal therapies were withdrawn for unreported reasons. The nurse stated the event was not related to dianeal or extraneal therapies.